Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that they found chipped glue on the objective lens. There was no patient involvement.". There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Evaluation confirmed the reported event. Based on the results of the investigation reasonably known information suggests probable causes such as stress, degradation attributed to component failure. Olympus will continue to monitor field performance for this device.